Manufacturer narrative:
The cobas 8800 serial number was (B)(6). The investigation indicated no product-related issues were identified. The root cause is likely a pre-analytical issue, such as incomplete thawing or mixing of the plasma before aliquoting.

Event description:
There was an allegation of discrepant cobas® hiv-1 (192t) results from the cobas 8800 analyzer for a single patient. The initial sample was generated a positive hiv result 3 times on the cobas 8800 with the following results: on (B)(6) 2025, titer 3.74e2 (log 2.57), on (B)(6) 2025, titer 2.68e4 (log 4.43), on (B)(6) 2025, titer 1.14e4 (log 4.06). A different specimen on the same day was tested at another site for hiv genotype and hiv viral loads (2.04 e4 cps/ml / log 4.31).